Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 5.1, inratio: 4.6, mean: 4.85, sd: 0.354, %cv: 7.29, result: pass. Date: (B)(6) 2011, inratio: 4.4, inratio: 3.0, mean: 3.7, sd: 0.99, %cv: 26.76, result: fail. Reported results obtained (B)(6) 2011 producted %cv greater than 20% - inratio meter results fail the criteria for precision. These results are considered discrepant beyond the documented variability for patient/inr testing. User reported using the same finger-stick for multiple successive tests. Technical support advised against this; new finger and finger-stick should be utilized for subsequent testing. No product associated with the complaint is expected for return. Retain testing of reported lot #246431 is required. In-house testing has been performed on (B)(6) 2011 with passing results as follows: donor: #1, inratio: 2.7, inratio: 2.9, inratio: 2.8, mean: 2.80, sd: 0.100, %cv: 3.57, result: pass. Donor: #2, inratio: 2.0, inratio: 2.0, inratio: 2.0, mean: 2.00, sd: 0.000, %cv: 0.00, result: pass. Both donor result %cvs are below 20% - precision criteria has been met. No further testing is needed. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter for two patients. Results as follows: patient #1: date: (B)(6) 2011, 1st inratio: 5.1, 2nd inratio: 4.6 (done on the same finger). Patient #2: date: (B)(6) 2011, 1st inratio: 4.4, 2nd inratio: 3.0 (done on same finger).